Manufacturer narrative:
Code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Correction b5.

Event description:
The left renal artery was snorkeled, the right renal artery was periscoped.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141000/04223023, UDI (B)(4). Concomitant medical products - patient medications: atorvastatin, prednisone, fish oil, b-12, centrum, lipitor, aspirin, amlodipine besylate, atenolol, allopurinol, and lisinopril.

Event description:
On (B)(6) 2006, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images revealed the patient has a proximal type I endoleak (date and modality of images is unknown). There is aneurysm sac enlargement reported (amount is unknown). The aortic neck has significantly dialated (approximately 6cm at the renal artery) which has caused the graft to migrate distally 3-4cm. The cause for the type I endoleak is unknown. There was a reintervention on (B)(6) 2020. The physician placed a gore® excluder® aaa aortic extender endoprostheses and two conformable gore® tag® thoracic endoprostheses (pla320400, lot # 21096867, tgu373710, lot #18860135 & tgu373710, lot # 20566674). The physician then snorkeled the lra & sma and periscoped the lra. The end result was successful with no endoleak. The patient tolerated the reintervention procedure.